Manufacturer narrative:
In this follow-up report, the following information is different than the initial report. B4: date of this report. G6: type of report. H2: if follow-up, what type? H6: adverse event problem. The final investigation yielded the following conclusion: batch records for final product manufacture and qc record for 221205-1 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. After the initial complaint was received, the customer was asked to provide additional information for further investigation. On feb 5, the customer stated that the analyzer was not interfaced. The customer was then asked to provide pictures but did not provide any response. Therefore, the root cause could not be determined.

Event description:
False negative result(s). The customer explained that when they performed the urine sample on the analyzer and got negative leukocyte result. They retested the sample visually, several times and got 1+ leukocyte. Customer provided a picture of the analyzer results and visual results. They did not have lab urinalysis results. Customer did confirm the analyzer is running and passing both qc levels.

Event description:
False negative result(s). The customer explained that when they performed the urine sample on the analyzer and got negative leukocyte result. They retested the sample visually, several times and got 1+ leukocyte. Customer provided a picture of the analyzer results and visual results. They did not have lab urinalysis results. Customer did confirm the analyzer is running and passing both qc levels.